Event description:
It was reported that the patient experienced multiple inappropriate shocks due to the device detecting atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). It was also reported that the right atrial lead was undersensing p waves. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix was bent and compressed. Visual analysis noted apparent explant damage. (B)(4).